Manufacturer narrative:
H3: product analysis of the console found that there was no fault. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6)/227775441, ubd: , UDI#: (B)(4). D1: brand name for product ID: nim4cpb1, serial/lot #: (B)(6)/227775441 is nim vital¿ patient interface 4 channel. H4: manufacturing date for product ID: nim4cpb1, serial/lot #: (B)(6)/227775441 is (B)(6) 2023. H3: product analysis of the patient interface with product ID: nim4cpb1, serial/lot #:(B)(6)/227775441 found that there was no fault. Additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6)/227775441. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the system was not working correctly. Channel 2 was sending false positives. When it beeps, no wave form. If not beep, there is a waveform. Performed stimulation of the parotid tissue, surrounding areas and the facial nerve branches/trunk. Sample #1 = shows stimulation of the facial nerve trunk with all channels of emg showing a positive cmap. Sample # 2 = shows stimulation of the tissue with channel 2 (o. Oculi) breaking threshold at 103 uv but yields no cmap. Mentalis breaks threshold at 147 uv and yields a positive cmap. Sample # 3 = shows stimulation of an ¿area of interest¿ with channel 2 (o. Oculi) breaking threshold at 105 uv, making an auditory sound of a (+) response yet does not yield cmap. This occurred approximately 8-10 times. Electrodes were switched from channel 2 (o. Oculi) and put into channel 1 (frontalis) on the head box amplifier and the issues remained in channel 2 on the screen when stimulated the exact same location of interest as noted ¿sample # 3¿ above. One of the ¿old nim¿s¿ was brought into the or to further troubleshoot to see if this problem followed to a new machine. When plugged into the ¿old nim¿, the issues noted in ¿sample # 3¿ did not occur when stimulated the same area of interest. Nim vital may have an unreliable channel 2 which may yield false information. There was no patient impact associated with this event.